Event description:
It was reported that the patient had charging issues. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively, and the explanted device will not be returned per facility policy.